Manufacturer narrative:
(B)(4). Concomitant medical products: echo bi-metric lateralized femoral stem, item # 192112, lot # 923680; neutral arcom xl liner, item # 010000734, lot # 6139237; unknown cup, item # unk, lot # 6251955. (B)(6). Multiple MDR reports were filed for this event; please see associated reports: 0001825034-2018-08858, 0001825034-2018-08860, and 0001825034-2018-08861. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient experienced superficial infection less than a year post hip surgery and was treated with medication. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Lot number is being updated. No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products : unknown cup # item 010000666 lot 6251955. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.